Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a rash on their upper ribcage just beneath the arms, as well as on both arms, prominently on the left side. The device is still in use. No further patient complications have been reported as a result of the event.